Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated the rv wall. Electrical anomalies included loss of capture, decreased sensing, and decreased pacing impedance. The lead was explanted and replaced. The patient condition is good.